Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that arrhythmia started (B)(6) 2019 with periods of atrial flutter, patient was placed on amioderone drip. Cardioverted on (B)(6) 2019 - no immediate complications noted. Normal sinus rhythm after cardioversion. No further information provided.

Event description:
It was reported that arrhythmia started (B)(6) 2018 with periods of atrial flutter, patient was placed on amiodarone drip. Cardioverted on (B)(6) 2018 - no immediate complications noted. Normal sinus rhythm after cardioversion. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of cardiac arrhythmia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient had cardiac arrhythmia starting on (B)(6) 2019 with periods of atrial flutter. The patient was hospitalized, placed on an amiodarone drip, and cardioverted on (B)(6) 2019. There were no immediate complications noted, and the patient had a normal sinus rhythm after cardioversion. Multiple requests for additional information regarding this event have been issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on the heartmate 3 lvas and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.